Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was observed to be dislodged via diagnostic imaging. Patient was asymptomatic. Lead was extracted and replaced. Patient was stable.